Event description:
Reporter indicated a "patient died due to a chest infection. "It is not known what was meant by "chest infection". Good faith attempts are being made to obtain additional info, but have been unsuccessful to date.